Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The 03.037.022 lot number f-20172 6mm/9mm cannulated stepped drill bit was returned and reported to have broken during surgery. This complaint condition was likely caused by rough handling during surgery, a collision with particularly dense bone, or an excessive number of uses; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. The 03.037.022 6mm/9mm cannulated stepped drill bit is an instrument routinely used in the tfn-advanced proximal femoral nailing system (relevant technique guide). The device was returned and reported to have become broken during surgery. This condition is confirmed; the distal tip of the device has broken off along a slanted fracture surface and was not returned. The device was manufactured in 9/2016 and less than a year old. The balance of the returned device is in fairly worn condition with dulled cutting edges and some markings and discoloration along the length of the shaft. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction to concomitant device reported. Unknown lag screw was inadvertently reported as concomitant. Additional concomitant device reported: nail (part# unknown, lot# unknown, qty 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device history records review was completed for part# 03.037.022, lot# f-20172. Manufacturing location: (B)(4), manufacturing date: sep 19, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nail system long (tfna) procedure on (B)(6) 2016. During the procedure while the surgeon was using the step drill to pre-drill in advance of the lag screw insertion, the tip of the step drill broke inside of the femoral neck. The broken piece was less than 1.0mm; was not retrieved and remains in the patient. The unknown 3.2mm guide wire was removed and replaced with a new wire. There was a second tfna locking set readily available and opened; and another set drill was used to complete the drilling. There was a surgical time delay of ten minutes. There was no additional medical or surgical intervention. The patient status outcome is unknown. The surgery was successfully completed. Concomitant medical products: lag screw (part# unknown, lot# unknown, quantity 1); 3.2mm guide wire (part# 357.399, lot# unknown, quantity 1). This report is for one (1) cannulated stepped drill bit. This is report 1 of 1 for (B)(4).